Manufacturer narrative:
Correction - please refer h6 method code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
In 1st revision, glenosphere and stem replaced due to dislocation. Prior to stryker acquisition of tornier/ wright.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
In 1st revision, glenosphere and stem replaced due to dislocation. Prior to stryker acquisition of tornier/ wright.

Manufacturer narrative:
Correction: please refer to section h6 device code.

Event description:
In 1st revision, glenosphere and stem replaced due to dislocation. Prior to stryker acquisition of tornier/ wright.